Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure that involved the use of a arthro bioindctive implant 1 large and a bone anchors 3 w arthro del system, the doctor wanted to use the regeneten implant to augment his rotator cuff repair to enhance the quality of the repair and the underlying tendon. The initial loading of the first large implant was very difficult the loading device could not be removed easily and took a lot of strength from the surgeon to remove, then the implants were deployed without any issues and all the tendon staples went in fine, seven tendon staples were put in and went to remove the delivery device, the surgeon dropped his hand towards the arm and pulled gently, instead of releasing the implant it pulled it out with the delivery device, and it was stuck to the delivery device the surgeon had to use quite a bit of force to pull it out, the doctor did not feel the implant was in good enough condition to proceed another attempt was made. As the surgeon did not want to perform a mini-open to use the implant he left the cuff repair without the regeneten augment. This caused a delay of less than 30 minutes. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly. The bone anchors 3 w arthro del system is reported on report (B)(4).

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection did not reveal any issue. The sheath was retracted and the nitinol fingers were deployed. The implant was not returned. A full functional evaluation could not be performed as the implant has already been deployed. The nitinol fingers were tucked back in the sheath. The trigger was depressed and the sheath retracted smoothly. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include procedural variances or issues with tolerance stack up. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The regeneten implant was intended to be used to enhance the quality of the repair but primary repair was successfully completed with a standard technique as planned (eg. Double row, etc.). There is no potential for serious injury associated to the lack of the regeneten augment. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that patient had a rotator cuff repair surgery. The primary cuff was repaired using a double row arthroscopic technique. The surgeon used two(2) healicoil pk anchors medially and two(2) multifix s anchors laterally. Additionally, the doctor wanted to use the regeneten implant to augment the quality of the repair and the underlying tendon. The initial loading of the first large implant was very difficult as the loading device could not be removed easily and took a lot of strength from the surgeon to remove. Then, the implants were deployed without any issues and all the tendon staples went in fine, seven tendon staples were put in. However, when the surgeon was going to remove the delivery device, the surgeon dropped his hand towards the arm and pulled gently, instead of releasing the implant it pulled it out with the delivery device and the tendon staples. The exact same thing happened again with the next delivery device. As the surgeon did not want to perform a mini-open to use the implant, he decided not to use the regeneten implant. This caused a delay of less than 30 minutes. No other complications were reported.